Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The patient was treated with vfend (400mg, twice a day, route of administration not reported), vancomycin (1gram, frequency, route of administration not reported) for 5 days, and amikacin (200mg, frequency and route of administration not reported) for 3 days for peritonitis. The outcome of the peritonitis event was not reported. On an unreported date, the patient¿s (pd) catheter was removed and the patient was switched to hemodialysis (hd) therapy. Additional information was not available. This is report 2 of 4 involved in this event.